Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother claimed that the ok and down arrow button were "difficult to press and get them to work." At the time of the call, the reporter mentioned there was a small pinhole tear in the crease of the circle for the down arrow button. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.